Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported the device released only cut and released one third of the staples during a colon resection. A second device was used and the procedure completed without patient consequence.